Manufacturer narrative:
The device associated with this complaint was not returned for eval. The cause of the incident cannot be determined.

Event description:
Received report of leaking male adapter plug during administration of tpn. A home patient was receiving tpn therapy of 1620cc over 14 hours per pump and tubing. The patient noticed a leak between the male adapter plug and the tubing connected to it. On 1/22/98, the patient lost 900cc of tpn, on 1/23 lost 200cc of tpn, and 1/24 lost 400cc of tpn. The patinet lost 3 ibs of weight and had reported some weakness.